Manufacturer narrative:
Concomitant product(s): a 5076-52 lead, implanted: (B)(6)2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was tripped for the right ventricular (rv) lead. The right ventricular (rv) lead had high pacing impedance and noise. The pacing portion of the lead was capped and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.